Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the head nurse performed left forearm PICC tube placement under bedside ultrasound on (B)(6) 2025, the procedure went smoothly, the placement length was 35cm, 2cm exposed, arm circumference was 25cm, the patient's continuous intravenous pumping of lansoprazole 10ml/h, pituitary+nitroglycerin 5ml/h, mesoglobulin 1ml/h during the treatment period, the tubing was smooth, there was no folding, and blood return was visible in the retractions, and on the evening of (B)(6) 2025 at 23:55, following the doctor's orders bedside intravenous push in niacin, found that the PICC pipeline pushed into the fluid with resistance, so immediately gave 10ml pre-flush back to the pumping, no blood return, the nurse on duty immediately opened the secondary fixation, found that the interface is broken, and immediately suspend the infusion of fluids, the establishment of the right dorsal foot venous access to inform the doctor on duty and the head nurse. On march 5, after bedside assessment by the nurse manager, the connector was replaced and could be reused.